Manufacturer narrative:
Based on the information provided, intuitive surgical inc. (Isi) has not determined the root cause for the intra-operative complication experienced by the patient. Isi has reviewed the system logs for the site with a procedure date of (B)(6) 2013. No system errors were found to have occurred during the surgical procedure. This complaint is being reported due to the following conclusion: the patient sustained a bowel injury while undergoing a da vinci si ovarian cystectomy procedure and sutures were applied to the injury as a precaution. However, there is no indication that a malfunction of the da vinci si system, an instrument, or an accessory occurred during the surgical procedure.

Event description:
It was reported that during a da vinci si ovarian cystectomy procedure, the patient sustained a serosal tear to the bowel that was noticed after insufflation was lost. The injury was repaired during the surgical procedure. On (B)(6) 2013, intuitive surgical inc. (Isi) contacted the isi clinical sales representative (csr). The csr was present during the surgical procedure. According to the csr, the event occurred towards the end of the da vinci si surgical procedure. At the time the event occurred, pneumoperitoneum was lost from tubing placed through a laparoscopic assist port. Due to loss of insufflation, the surgical staff lost vision of the operative field. After insufflation was lost, a serosal tear was noticed on the patient's bowel. Although the bowel was not perforated, a gyn surgeon made the decision to apply sutures to the bowel injury as a precaution. The csr stated that the da vinci surgical procedure was completed and there were no reports of post-operative complications. The csr stated that no malfunction of the da vinci si system, an instrument, or an accessory occurred during the surgical procedure.